Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that episodes of non-sustained rv oversensing were observed due to post sensed t-wave oversensing on the ventricular channel. The patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programing changes were suggested. The patient's condition is stable.